Manufacturer narrative:
The total protein urine/csf gen.3 reagent expiration date was not provided. The cobas 6000 c501 module serial number was (B)(6). The sample was clear and non-discolored. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with total protein urine/csf gen.3 assay on a cobas 6000 c501 module. Initial result: 1028.3 mg/l (accompanied by a data flag). 1st repeat result: 5031.8 mg/l (automatically diluted using a dilution factor of 1:3). 2nd repeat result: 1092.2 mg/l (accompanied by a data flag). On (B)(6) 2026: 3rd repeat result: 1175.3 mg/l. 4th repeat result: 4942.2 mg/l. On (B)(6) 2026: 5th repeat result: 2148.1 mg/l (accompanied by a data flag). 6th repeat result: 2030.8 mg/l 7th repeat result: 663.0 mg/l (diluted using a dilution factor of 1:3). Another sample was tested at a different hospital using an unknown method, resulting in a total protein value of approximately 1000. The unit of measurement was not provided. The high result was questioned as it did not match the patient's clinical history for total protein (values around 1000 mg/l).